Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have received a black circle on display screen after changing battery. Customer reported that battery was received from father and it may have been used. Customer's blood glucose was unknown. Customer would change battery and call back if insulin pump still does not accept battery.